Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with procedure outcome note: the patient¿s height was (B)(6), the patient¿s weight was (B)(6) lbs. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced symptomatic rupture and capsular contracture baker grade iii on the right breast implant and bilateral dissatisfaction with procedure outcome. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 375cc on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 2/7/2021, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).